Event description:
During testing prior to pt set-up the device failed to display an ECG rhythm due to the display taking a "couple of minutes" to come on. The user reportedly did not run the device's recorder to obtain an ECG reading. Complainant indicated that there was no pt involvment in the reported malfunction.